Event description:
It was reported that the when the patient turned on the stimulation about a month prior to report they felt it ¿really strong¿ the first day and the next day ¿did not feel it much.¿ it was noted that there was a loss of therapeutic effect. The patient noted they had the device reprogrammed at a clinic 2013 (B)(6). The patient also noted that they ¿fall a lot.¿ the patient asked if it was possible that something happened to the wires. The patient had an appointment with the healthcare professional (hcp) scheduled for 2013 (B)(6) and wanted to see a manufacturing representative. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2002 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information stated, the patient ¿had a lot of falls¿ the year prior to follow-up ¿because she was helping a friend who suffered a stroke.¿ it was noted, the patient¿s therapy worked as it was supposed to work. It was further noted, the patient felt the therapy only ¿masked the pain¿ and that as soon as she reduced her stimulation, the pain was back. It was stated this frustrated the patient. The patient reported her device system was checked out in 2013 (B)(6) and it all ¿checked out fine.¿